Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported failed audio. There was no patient involved

Manufacturer narrative:
The unit was triaged and the customer¿s reported condition was confirmed alarm a trend has been identified and a formal corrective and preventative action has been opened to address this issue. A review of the device history record shows that this unit was manufactured in 2011 and was released meeting all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.